Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found no issue with the function or operation of the table. The reported event could not be duplicated. The technician proactively replaced the hand control, control board assembly box, and override switch board. The technician tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient transfer, their 3085 sp surgical table would not move to the desired position while being commanded to do so via hand control. The procedure was completed successfully. No report of injury.